Manufacturer narrative:
Philips service replaced the cable and verified the monitor operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that monitor cable defect caused display issue on a allura xper fd20 biplane or table. The clinical use of the system was in use. There was no reported patient or user harm.